Event description:
Complaint information received was as follows: 'during the second puncture in an endoscopic ultrasound procedure, the part of the device that exposes the needle broke therefore it was not possible to expose the needle.' A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience...

Manufacturer narrative:
This complaint is reportable to the FDA on the basis of the reporting precedence established for this product family for proximal needle breakages, regardless of the patient outcome. This complaint device reported is an echo-1-22 device of lot # cf1012776. The echo-1-22 device involved in this complaint has not been returned for evaluation. The customer complaint is considered confirmed based on the customer testimony. With the information provided, a document based investigation was carried out. From the complaint information provided, it could not be determined if the complaint is related to a proximal needle breakage or if the device handle broke during use. The issue occurred on the second puncture therefore the device was most likely damaged during a previous pass. Proximal needle breakage can be the result of the needle kinking below the sheath extender. As the needle is advanced/retracted during the procedure it is possible for the kink to result in needle breakage. The needle can kink below the sheath extender due to product handling when removing the device from the packaging or handling of the device while attached to the endoscope. If the handle of the echo device is not appropriately handled it is possible for the sheath to become bent/kinked due to the weight of the handle. A possible cause of the device handle breaking may be as a result of force being applied when actuating the handle or if an insufficient amount of glue was used during the manufacture of this device. As the device was not returned for evaluation and the conditions of device usage cannot be replicated, it is not possible to determine the cause of this complaint. Prior to distribution, all echo-1-22 devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the manufacturing records for echo-1-22 devices of lot # cf1012776 did not reveal any discrepancies that could have contributed to this complaint issue. The notes section of the instructions for use that accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." The patient did not experience any adverse effects and did not require any additional procedures due to this occurrence. The doctor used another product and finished the procedure. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.